Event description:
Reportedly, during pt use, device alert occurred and the ventilator stopped ventilating along with the following alarm and error messages: high pressure, pressure sensor error and incompatible software. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this event.

Manufacturer narrative:
Evaluation summary: the returned ventilator was visually inspected and no abnormalities were found. Upon powering on the ventilator, "device alert" message alarmed audibly and visually. After pressing the start ventilating button, the lcd screen displayed the following error messages: pressure sensor error, sustained high baseline pressure, device alert and incompatible display software. The ventilator shut down soon after, confirming the reported issue. The analog board was removed from the ventilator and installed in a test fixture for further analysis. When the unit was powered on, the transducer was found to be out of specification. The analog board was replaced which resolved the problem without further issues. The ventilator will be repaired and returned to the customer.